Event description:
The patient reports being overmedicated and going through withdrawals since their new device was implanted in 2006. The patient reports the hcp has been trying to schedule a dye study to check for leaks, but the withdrawal has been ongoing for 4 days. Additional information has been requested from the hcp. A follow up report will be sent when additional information becomes available.